Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/29/2020. H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo and sample were reviewed and the indicated failure mode for damaged cap with the incident lot was observed. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause is the shield was scuffed up in the machine that places the stopper in the shield or where the stopper/shield assembly is placed into the lid before the vacuum is placed in the tube. H3 other text : see h.10.

Event description:
It was reported that a broken lid/cap was found on the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube. The following information was provided by the initial reporter: the following issue was found in tubes (367933) from lot 0258344: damaged tube ×1.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that a broken lid/cap was found on the bd vacutainer¿ naf 3.0mg n2e 6.0mg plus blood collection tube. The following information was provided by the initial reporter: the following issue was found in tubes (367933) from lot 0258344: damaged tube ¿1.